Event description:
Correction: event not reportable (needle double).

Manufacturer narrative:
Pr (B)(4) - follow up MDR for correction. Following the submission of the initial MDR, it was determined that the customer reported event was needle double and not broken needle and is therefore not reportable to the FDA as this is not likely to cause or contribute to serious injury or death.

Event description:
Material#: 305106 batch#: 3304829 it was reported by the customer that they had a broken needle when the cap was removed. Verbatim: rcc received a complaint via phone. Pir attached. Complaints mds (B)(6) ref: 305106 lot: 3304829 issue: needle was broken when cap was removed. (B)(6) 2024, no pt harm pictures available.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.